Manufacturer narrative:
An issue during scanning caused a reset to home screen. The scanner was not connected to the workstation, and the customer either changed the start or end scan position, which resulted in an exception. After reconnecting the scanner by rebooting the workstation, the system functioned normally. Daily calibration was completed successfully. It was a user-driven issue not a product malfunction. No harm to the patient or users.

Event description:
An issue during scanning was causing the device to reset to the home screen, resulting in potential delay in patient treatment.